Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the rep was not present for the case. Both devices locked out it made the motor noise then stopped. One of the handles is broken and the other is loose. Both devices were stuck on tissue, there was no tissue damage. When the rep got the devices both jaws were in the closed position. The surgeon did not try the reverse button nor was the manual over ride used. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Stomach for both. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First for both. What color cartridge was being used? Green for both. Was buttressing material utilized? Seam guard. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). The analysis found that device (a) was received for analysis without cartridge reload. Furthermore, the device was found to have the clamping mechanism damaged; however, the device opened as intended. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm was noted to be worn out, it appears that the device was forced open with the knife not on the home position. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The handle was noted in good condition. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that device (b) was returned in good visual condition and with an ecr60g partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note that if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The handles were noted to be in good condition. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # k5a48c (mfg date: 03/28/2013 exp date: 02/28/2018). 3500a codes: 10/26/38 100 80 premature sled movement.